Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room for low blood glucose. The blood glucose reading at time of the call was 383 mg/dl. Troubleshooting was performed. It was stated that the customer changed the infusion set two days ago. It was stated that the amount of insulin in the reservoir matched to the amount of insulin on the screen. It was stated that all programmed appeared to be correct. Ran a displacement test and passed. It was stated that the customer has been stressed lately advised the customer to call her doctor to discuss possible causes of her low blood glucose. No further info was provided.